Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to call the paramedics due to her high blood glucose level. Her blood glucose level went over 600 mg/dl since her meter would not read her blood glucose level. The infusion set cannula was bent and caused her blood glucose level to go up. The customer was hospitalized around (B)(6) 2013. The insulin pump alarmed no delivery. She was nauseous. The customer treated her low blood glucose level of 59 mg/dl with food. The customer felt nauseous and had heart palpitations. The customer was off the insulin pump two to three days prior to hospitalization. The customer treated her high blood glucose level with 10 units using the insulin pump. The customer's blood glucose level went down to 59 mg/dl. The device was not returned.